Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraoesophageal surgical procedure, the customer encountered error code 319 on the universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 319 on usm 2 pointing to the axes controller carriage (acc) node. The customer continued the procedure without using usm 2. The procedure was completed as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error code 319 which occurred on the axes controller carriage (acc) node. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on the in-house system, and it failed normal mode. During normal mode, the unit triggered an error 319 pointing to the a2955842-2023-14239 xes controller carriage logic (accl). The rolling loop fiber cable was swapped with a test fiber cable and error 319 disappeared. The original rolling loop fiber cable was returned for testing and the error 319 re-appeared. Visual inspection revealed that the rolling loop was rubbing against the ballscrew and that one of the ground straps and guide springs were damaged. The unit passed the remaining functional tests after initial repair. The unit passed the direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/acm fan and fiber test.